Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00063 on 16-jul-2019. Additional information (07-aug-2019): siemens further investigated the issue. When visiting the customer site, the siemens customer service engineer (cse) performed a full decontamination of the system and replaced the water bottle, probe wash bottle, probe wash and water in-line filters, and substrate bottle. The probable cause was due to contamination of the system since after a full system decontamination and replacing multiple parts, the issue was resolved. No further errors were reported by the customer. Result code and conclusion code in section h6 were updated based on the additional information. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on a patient sample on an immulite 2000 xpi system (serial number: (B)(4)). Prior to siemens being notified about the discordant ipth result, a siemens customer service engineer (cse) had been dispatched to the customer site. During the initial visit, the cse changed and readjusted the sample and reagent needle. During the follow up visits, the cse changed the wash station, wash sump, and changed and adjusted the position of the pipettor wash station. Siemens also reviewed the system log files for the immulite 2000 xpi system (serial number: (B)(4)). The sample and reagent level sense were normal and there were no mechanical jams or issues according to the error log. There were a couple of water supply low errors or minor jams such as tube indexer jams but these errors are not related to the discordant result. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on a patient sample on an immulite 2000 xpi system (serial number: (B)(4)). The discordant result was not reported to the physician(s). The same sample was repeated on the same system twice for ipth, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth result.